Event description:
It was reported that during an unknown procedure the surgeon reported that two cutters didn¿t cut the tissue and have stuck a few times. Procedure was completed used the second one but unfortunately five days after, the tissue have spontaneously separated and the revision was necessary. Procedure was prolonged by thirty minutes.

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. Additional information received: I would like to confirm the following. (This is misunderstanding in reporting process by customer.) There was no second surgery. The problem with staple line separation refers only to covidien product(s), not to ees . The following answers belong to the surgery with the ntlc55. During what kind of procedure was the device used? Gastric resection. Was anything unusual noticed during the first surgery? No. Do this statement ¿procedure was prolonged by thirty minutes.¿ relates to the first surgery? Yes. Did the surgeon or anyone else mentioned difficulties with the device during that surgery? No. Was it used on thick tissue? Moderate. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Was there other therapy involved (radiation, chemo, etc¿) was a leak test completed? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? No answer was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? The staple line after usage first load was ok on both sides. What devices were used for the procedure? Ntlc55. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) What were the patient¿s pre-op diagnosis and/or pre-existing conditions that could have impacted the patient¿s health/surgical outcome? No. How did the surgeon becomes aware that the tissue have spontaneously separated? What were the signs? There was no problem with tissue separation. The point is that surgeon could not fire the second one reload, because staple height selector has been blocked. Where along the staple line was the fistula located? What devices were used for the procedure? Ntl55. How long has the surgeon been using this device for this procedure? Surgeon has fired stapler only once (used only one reload). Was there a recent conversion to ees devices in this account or with this surgeon? No. Was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeon¿s first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Gold. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? Yes. Did anyone move the firing knob to the left or right after loading the device but before firing? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Were there any issues with the surgery, the device assembly,¿? No. What is the age and sex of the patient? Male. What is the current status of the patient? Don¿t know. Is there any other additional information you would like to share about this device, procedure, patient or physician? The user of ntlc is very experience one surgeon. He¿s using this device for many of years.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.